Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: were all of the blue flecks retrieved from the patient? Yes. They are included in the shipper kit. Were there any issues with the staple lines or cut lines besides the blue flecks? No. Did the same issue occur with all three cartridges? We are not sure which cartridge caused it. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with five ecr60b cartridge reloads present. Cartridge (b) ecr60b, l55a4d were received fully fired and with cartridge deck damage. The found damage on the deck (b) is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Cartridge (c, d, e) ecr60b, l55a4d were received fully fired and in good visual conditions. Cartridge (f) ecr60b, l55a2t were received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, as the stomach was being transected with a linear cutter, it was observed that there were some blue "flecks" on the staple line after firing. The surgeon then removed two flecks. The case was completed as normal. There were no patient consequences.